Event description:
It was reported that physio-control could not duplicate any spo2 reading discrepancies while testing that was reported by the end user. There is no pt info available.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.